Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and evaluated in juarez lab. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The shaft was found slightly bent. The suction tube does not show saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work. The electrode will be sent to the manufacturer for further analysis. The vapr clplse90 electrode w hand cntrls was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection of the device was performed, as a result; the device was not returned in the original packaging. The active tip look in a used condition. There is evidence of tissue inside one of the suction holes. The shaft is slightly bent. Return shaft, handle, cable and plug look in a good condition. The functional test was performed and ablate and coagulate activation worked as intended. Initially the flow rate was noted to have zero flow, however after a brief activation the blockage cleared and flow restarted which was then measured as within specification. Electrical test was passed successfully. DHR review of the reported item lot number u2211117 (dec 2022) has shown no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Evaluation has confirmed that the device had no flow initially caused by a blockage that cleared after a brief activation when the flow was measured as within specification. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. Suction failure mode has been reviewed against the systems risk assessment document (B)(4), the highest identified risk for failure modes that are equivalent to the complaint failure mode is (line 1000) loss or deterioration of function - reduced/blocked irrigat flow. Resulting in reduced visibility & increased procedure time - patient under anaesthetic extended period of time. The severity risk category is ¿minor¿-results in temporary based on the investigation conclusions and the product risk system document analysis no action is proposed this time. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4).to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a healthcare professional in china that during a left arthroscopic shoulder joint cleaning with rotator cuff repair procedure on (B)(6) 2023, it was observed that the coolpulse 90 electrode with hand controls device had no suction. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.